Event description:
I went to (B)(6) for a consultation to see if I was a candidate for corrective vision surgery. I told the consultant that I have been denied eye surgery several times over the last 20 years. I have chronic dry eyes, calluses, and astigmatism. They reassured me that I could receive the surgery and were relentless in trying to convince me to have the surgery. They gave me the "option" of monovision or correction of both eyes for distance. Again they were extremely persistent in convincing me to have the monovision surgery. I did not want monovision because my eyesight is extremely bad. I could see may be three inches in front of my face clearly without my glasses. They kept telling me I was a good candidate and that I would see amazing results. They kept showing me what my vision would be with monovision and I couldn't believe it. I asked if it didn't work out successfully and I couldn't see as good as they were showing if I could come back and have another surgery for distance only. They told me yes. I went back to my two week f/u visit and I told them I was in pain. I was putting drops in my eyes at least twice every hour, I can't seem to do my work on the computer or power points in my college classes, I can't read, I can't see to drive in the day and especially at night, I can't see to go grocery shopping, I lost seeing colors. I am seeing double, etc..they told me it takes up to 3 months for some people to receive the results they showed me in my consultation. I trusted them and set an appointment for 3 months post-op check up. On this visit, I again told them that I had all the problems as before, but now even worse. I told them I feel disabled. I can't do anything without assistance. I can't drive anymore at all. I am in more pain than ever. I told them I was using a box of drops every day and 1/2 and at (B)(6) a box, I can't afford to do this anymore. They told me that it would still take a few more months for me to receive results that I was promised. They told me that I knew all the risks of the surgery and that I signed the consent form. I asked for a copy of the consent form and noticed that I did sign it but the consultant checked off all the boxes and then had me sign it. I didn't read it. They just summed up the info they wanted and didn't tell me all of the info. I saw that they were supposed to give me a trial period for monovision to see if I was a good candidate. They never offered this to me. If they did, I would have done the trial period. I asked about corrective surgery to correct my eyes for distance only and they said that they couldn't and they never told me that. I know they told me that because that was the deciding factor for me to choose monovision. I am so frustrated and not able to perform daily functions without depending on others. I am a teacher and do a lot of data collection. Computer work, reading, ect. I am not able to do these functions effectively. I am in constant pain, have blurred vision, it's hard to monitor my students in the classroom because I can't make out their activities or faces even at a short distance. I am also a full time student getting my masters with a heavy workload and I am late on assignments because it takes me so long to read, write papers, and see in class to take notes, etc. I feel that it is a crime that these offices get away with being dishonest and not informing patients of all the risks. My eyesight affects every aspect of my life. Now I can't see. The only resolution they offered was for me to get glasses. Really!! Another expenses and inconvenience. Please help put a stop to this deceivable behavior . Awareness needs to be given to the public about the "real" risks of lasik surgery. If I knew I would have never had the surgery.